Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on. The cause for the failure was isolated to contamination on the ca board inside the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) was unable to power on.